Event description:
The rptr stated the surgeon found black flecks floating in the bottle with a cc4204bf collamer single piece lens. Add'l info has been requested, but none has been forthcoming. If add'l info becomes available, a supplemental medwatch report will be sent.

Manufacturer narrative:
Results: a lens work order search was performed and no similar complaint was found.